Event description:
The consumer reported discrepant results with the covid-19 at-home test. On (B)(6) 2022. The consumer began experiencing a runny nose and burning eyes. On (B)(6) 2022 the consumer performed 2 covid-19 at-home tests and the results were both positive. On (B)(6) 2022 the consumer performed 2 more covid-19 at-home tests and the results were both negative. All 4 tests were performed within a 1-hour timeframe. On (B)(6) 2022, the consumer began experiencing a cough and was pretty tired. No pcr test was performed. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).